Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported the patient needed hernia surgery but the surgeon would not do the procedure until the patient worked with their hcp to turn stimulation off prior to the surgery and back on when finished. The caller stated the patient had a hernia surgery in the exact same location prior to the device. The caller stated they went through the mesh screen when they put the feeding tube in 2007, they pulled out the feeding tube when they put in the device and they thought the old hernia was perforated through. The caller mentioned it was small for the first several years but had more than quadrupled in size in the last year. The hcp later reported it was unknown if diagnostics were performed related to the hernia as the patient was evaluated by another provider. The hcp stated the patient had relocated out of state and was pursuing repair locally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.